Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose level of (B)(6) 2020. Customer' blood glucose level of 3.3 mmol/l. Customer was alleging insulin pump for over delivering because customer had low blood glucose level for month. Customer was using insulin pump system within 48 hours of reported low blood glucose level event. The reservoir will not be returned for analysis.